Event description:
The patient reported that they had experienced a loss or change of therapy. Patient reported a return of symptoms - urine 'started pouring out.' The patient felt stimulation. Increase amplitude. The patient felt stimulation in the correct area (i.e. Bike seat). Patient stated she increased stim on sunday from 3.4-5.4 v on program 1. Caller stated she still has symptoms. Event date: (B)(6) 2016. Patient stated sunday morning. Indications for use were noted as: gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.